Manufacturer narrative:
A visual examination of the returned device presents heavy residues were present on the device indicating use and handling. It revealed that the ink markings on the exterior of the feeding tube were worn and barely visible. The internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device from the patient's body, the internal bolster of the placed device became detached inside the stomach. The detached bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown.   According to the complainant, during the removal of the device from the patient's body, the internal bolster of the placed device became detached inside the stomach. The detached bolster was removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.